Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena were not reproduced during the inspection. However, it was observed that the output connecter socket had defective locker; therefore, it was likely that this issue might cause the image in and out because the connector could not be secured properly or was connected but unstable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of image cuts in and out was not confirmed. The device evaluation found the video socket connector had a defective locker; it didn't secure the scope video cable, so this issue may cause image in and out. The device evaluation also found the front panel discolored. The software version was outdate and an upgrade was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center image cuts in and out. It is unknown when the reported issue was found. There were no reports of patient harm.